Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for one sample. The following results were provided: (customers critical cutoff > 0.30 ng/ml). (B)(6) 2024 sid (B)(6) result was 1.124 ng/ml, the same sample repeated on another analyzer ((B)(6)) result was <0.03 ng/ml no impact to patient management was repo.rted.

Manufacturer narrative:
Corrected information in section d4 - expiration date and h4 - device mfg date the field service representative performed extensive troubleshooting on the architect i1000sr processing module to resolve the issue. During that troubleshooting service discovered that the arc, probe was bent. Service replaced and calibrated the arc, probe resolving the issue. The arc, probe was deemed the likely cause for the false elevated stat troponin-I result. Data and information provided by the customer was reviewed. Review of the instrument service history for architect i1000sr processing module serial number (B)(6) revealed no additional verifies no subsequent false elevated stat troponin-I results have been reported since the current issue was identified. A review of tracking and trending did not identify any trends for the arc, probe or the architect i1000sr processing module. The device history record review did not show any nonconformances or potential nonconformances for the current complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for one sample. The following results were provided: (customers critical cutoff > 0.30 ng/ml) (B)(6) 2024 sid (B)(6) result was 1.124 ng/ml, the same sample repeated on another analyzer (i1sr55739) result was <0.03 ng/ml no impact to patient management was reported.